Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical device: 5076-52 lead implanted: (B)(6) 2007. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient experienced pain and underwent a pocket revision. The patient continued to experience pain, therefore the physician chose to explant and replace the device. It was noted that the device was approximately eight years old, and the patient was switched to a right side device. No further patient complications have been reported as a result of this event.